Manufacturer narrative:
(B)(4).

Event description:
It was reported that the leads were broken and in the wrong location. The pt was having a revision surgery soon. Additional info has been requested, but was not available as of the date of this report.